Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) started shocking the patient "about a year ago" on a regular basis. The shocking became "almost unbearable," so the patient had a surgical procedure in (B)(6) 2015 to have a barrier of fat to insulate the ins. However, the patient still had shocking even with adjustments up and down. The healthcare provider reportedly stated that the patient needed to have the device replaced. Cause and outcome remain unknown.